Event description:
On (B)(6) 2023, infutronix received a report that a pump shut off mid infusion. No additional information was provided associated with the event.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. The event history log was extracted from the device and reviewed and there was no indication of power issues, however, there is indication of the presence of a system error alarm condition.